Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a transmission was received which indicated high rate non-sustained episodes with oversensing and short v-v's. It was noted that the patient underwent hip surgery on the time and date of the stored electrogram. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.